Event description:
It was reported that "blood leakage was observed from the thermistor connector during use. The catheter was used in cardiac surgery. There were no problems observed and cco readings seemed to be running properly during surgery. However, blood leakage was noted when the patient was moved to ICU and the customer checked the catheter. It was unable to resume cco monitoring in ICU, but the catheter was not replaced and kept in use for pressure monitoring." The details of surgery were not reported. No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation with an attached monoject 1.5cc limited volume syringe. The introducer and contamination shield were not returned. Blood was visible inside the thermistor and optic module connectors, and a mark on the thermistor extension tube, that appeared to have been made by forceps, was also visible. The catheter body had a suture drawn through it near the proximal injectate port. The suture appeared to be marking a cut, 1/16" in length approximately 26cm proximal to the catheter tip. All lumens except for the distal lumen leaked from the sewn area. After removing the blood, the inflation lumen also leaked from the sewn area. The distal lumen was patent without any leakage or occlusion. Blood was visible under the balloon and inside the inflation lumen and the balloon did not inflate due to a full occlusion with dried blood. No visible damage to the balloon latex or returned syringe was observed. Blood was removed from the catheter with warm water. The thermistor, thermal filament and optic extension tubes were then cut off 1cm distal from each connector for lumen leak testing. All lumens were tested for patency and leakage as follows: a 12cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed at 10x and 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the customer report of leakage was confirmed, no indication of a manufacturing defect was noted during the analysis. It is not possible to determine with certainty if procedural factors contributed to the leakage reported; however, it seems likely. No actions will be taken at this time.